Event description:
A patient reported blood glucose results of 296 mg/dl with a lifescan meter and 211 mg/dl with an ascencia meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the test strip malfunctioned and that the event meets the criteria for a medical device reportable. Another control solution test was performed with a different vial of test strips and the result fell within specifications. Test strips were replaced.